Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved tip stapler 30 instrument involved in this procedure and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint but was not able to replicate the issue. Failure analysis found the primary failure of functional test-firing to be related to the customer reported complaint. The instrument was found to have a firing failure based on log review but was not replicated during in-house testing. The instrument was installed on in-house system. Instrument failed the initialization test on 3 of 3 attempts therefore the tech was unable to complete a firing test. There were no initialization failures found in the logs. The root cause of the firing failure cannot be established nor determined at this time. The complaint regarding the instrument stopped stapling was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. Additional observation(s) not reported by the site: the instruments was found to have the main tube binding. The main tube was manually rotated, and high friction was observed. The instrument was compared to an in-house unit where the friction was found to be notably higher. The main tube was unable to be rotated at all. The root cause was attributed to manufacturing. Furthermore, log review confirmed that this instrument was involved in a firing failure during the procedure. Completion percentage was ~50% with a gray reload and msc logs show error code 22030. Instrument was re-installed on an in-house system multiple times and was able to initialize, clamp, fire unclamp, and move intuitively. During visual inspection of the wrist components, no damage was observed. Housing was removed from the backend, and no issue was found. Leadscrew and cardans were visually inspected and showed no signs of damage or dislodgement. Leadscrew was adequately lubricated. There were no initialization failures by this instrument in the procedure. Investigation is unable to confirm cause in-house initialization failures. Functional testing of the instrument did not replicate the firing failure, indicating the failure was not related to the instrument hardware damage. The tissue condition and density or other external factors were the main contributors to the partial fire observed in the logs.

Manufacturer narrative:
Based on the claim against the product by the customer noting stapling issue, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Verification via rfe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2023 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse's investigation. Further review of the site's system logs for the reported procedure date was conducted by the failure analysis engineer (fae). The logs indicated that the stapler instrument was installed on the system 2x and fired 1 gray reload. On the first install, the first clamp attempt was successful, but was followed by a firing failure, which stopped at 50% completion. Msc logs show error code 22030, with parameters of the errors indicating that the torque was too high. The stapler instrument was unclamped and installed a 2nd time. On this install, no clamping or firing was attempted. The stapler instrument was removed and not used again in the procedure. There were no additional stapler related errors in the msc logs. This complaint is considered a reportable event due to the following conclusion: it was alleged that during the procedure the stapler sureform 30 curved-tip instrument installed with the grey reload stapled half of the blood vessels and then stopped. Per report, surgeon experienced an issue during transection. The surgeon indicated that the tissue was "thick and hard." The surgical task was completed using a backup stapler instrument. Complaint is ambiguous and it is unknown if the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the user noted that the stapler sureform 30 curved-tip instrument stapled half of the blood vessels and then stopped. It was further reported that at the time of the issue, the requested for troubleshooting assistance and received phone assistance from the technical support engineer (tse). Tse verified that the surgeon experienced an issue during transection. The surgeon indicated that the tissue was "thick and hard." The surgical task was completed using a backup stapler instrument. The user continued with the procedure using the same system. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the clinical sales representative (csr), the targeted tissue was the vessel. The user did not note calcified tissue, tissue tension, or tissue bunching. Prior to the surgical operation, the patient was not exposed to any radiation or chemotherapy. The csr noted that the stapler sureform 30 curved-tip instrument fired successfully until the middle of the procedure where it stopped firing.